Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown/white particles and device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located). Leak test was performed and found opening on device. A microscopic analysis was performed which identify opening striated in the anterior consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage.

Event description:
Device has been explanted.